Event description:
Related manufacturer reference number: 2017865-2022-07108. It was reported that the patient presented remotely via merlin.net. The pacemaker and right ventricular (rv) lead were both over-sensing noise. No interventions were reported. The patient was stable.